Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a scheduled left ventricular (lv) lead epicardial lead placement, this right atrial (ra) lead was noted to be dislodged. The lead was repositioned without issue. There were no adverse patient effects reported.